Event description:
It was reported by the service repair technician (srt) that the oxygen sensor was not working correctly. The srt was working on the electronic pt gas system (epgs) when this was found. It seemed to be working slow in response. There was no pt involvement, as this was an "out of box" failure.

Manufacturer narrative:
The service repair technician installed a new oxygen sensor on the electronic pt gas system (epgs) and operated to manufacturer specifications and was returned to clinical use. The suspect sensor as returned for further eval. Investigation in process, but not yet completed.